Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026, it was reported that at approximately 4:54 PM, the patient experienced dizziness, lightheadedness, blurry vision, nausea, presyncope, followed by loss of consciousness (LOC) while at work. Of note, the patient was using an Omnipod 5 insulin pump at the time of the event. No BG FS or treatment details at the work place or in route to the Emergency department (ED) were available. The patient was transported to the ED, where she underwent evaluation, including blood work, an EKG, and several hours of monitoring. Approximately 20 minutes after the incident, the patient's fingerstick blood glucose (FSBG) was 191 mg/dL, while the CGM reading was 262 mg/dL. Approximately 15¿20 minutes later, upon arrival at the ED the patient's FSBG was 197 mg/dL and the CGM reading was approximately 230 mg/dL. The patient did not sustain any injuries during the LOC episode. The patient reported an ongoing Dexcom communication issue that prevented family members from remotely viewing her glucose data. Although the patient was able to view her own CGM readings, she was actively assisting customers at work and was unable to continuously monitor her glucose levels. ¿Her blood sugar appeared to be high and then dropped rapidly, which likely caused her to become lightheaded¿ and had the LOC episode. The patient and family believed that access to the shared CGM data may have allowed them to contact her and assist with monitoring. No medications were administered in the ED. Following completion of the evaluation and monitoring, ED medical staff determined that dizziness and lightheadedness resulting in an LOC episode but were unable to determine a specific cause. The patient was discharged after the evaluation was completed. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the B zone of the Parkes Error Grid. The reported glucose values fall within the A zone of the Parkes Error Grid was taken at the ER. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.